Manufacturer narrative:
Event date: exact date unknown, event occurred years and years ago from the date the manufacturer became aware of the event. Explant date: years and years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch/lot: 18318574/ 17539404.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were not returned.